Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level above 400 mg/dl. Reportedly, the customer disconnected infusion set from the cartridge, delivered 5-6 units, and did not observe any drops of insulin exiting from the end of the cartridge tubing. Additionally, it was reported that the cartridge was leaking at the luer lock connection. An infusion set supply change was performed to resolve the issues and insulin delivery was resumed.